Event description:
Customer reports to have excessive issues with air bubbles in reservoir and infusion set. Customer's blood glucose was 167 mg/dl. Customer was able to resolve issue with reservoir and infusion set change. Customer called back with same issue and stopped troubleshooting as she was tired. Customer was advised to monitor blood glucose and call back should issue persist. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.